Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, after the filter was deployed and during stent advancement, due to vessel tortuosity, the guide catheter prolapsed causing the stent and filter to fall out of the carotid artery. The devices were removed, intact, from the pt's anatomy. The stent was never deployed. After removal of the devices, images revealed a thrombus in the middle cerebral artery. The pt exhibited slurred speech and right arm weakness. Attempts with a non-abbott device to remove the thrombus were unsuccessful. The pt was given retaplase and was moved to the intensive care unit for observation. The event was diagnosed as a stroke. One day postprocedure, an MRI showed multiple small scattered subacute foci of infarction in the left perisylvian, left temporal lobe and left occipital lobes. Five days postprocedure, the pt remained hospitalized with expressive aphasia and mild right leg drift. Six days post procedure, the pt was discharged to a rehabilitation facility with aphasia and mild sensory deficit. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The customer reported the device was discarded. The lot number was provided. Thrombotic strokes are known possible adverse events associated with the use of the device as listed in the instructions for use. There was no device malfunction reported; however, the device was reported to have prolapsed out of the vessel. The root cause of the prolapsed device could be attributed to pt's vessel anatomy as reported. A review of the finished device lot history record did not reveal any non-conformities that could have contributed to this complaint.